Manufacturer narrative:
Field change: e1. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery in which the existing balloon was removed and replaced with a new one. The physician thought the explanted balloon might have lost elasticity. The patient was said to be good after the procedure.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery in which the existing balloon was removed and replaced with a new one. The physician thought the explanted balloon might have lost elasticity. The patient was said to be good after the procedure.